Manufacturer narrative:
Concomitant medical products: ddmb2d4 crt-d, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one¿month post implant of the patient¿s new implantable cardioverter defibrillator (ICD) the patient developed an infection. The ICD system was explanted. It was noted that when extracting the right ventricular (rv) lead, the coil and the conductor of the lead was exposed by peeling off the outer insulation and the lead was then pulled. At that time of pulling the lead, the coil and the conductor on the proximal side were broken. There was a possibility that those were damaged by a surgical knife used for peeling the outer insulation. The ICD and atrial lead were extracted without any issues. No further patient complications have been reported as a result of this event.